Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead became dislodged some time after the initial implant. During lead revision procedure on (B)(6) 2018, the lead helix was retracted but was unable to be extended again. The lead was then removed and replaced successfully. No patient symptoms were reported and the patient remained in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.